Event description:
During a coil embolization procedure of the middle cerebral artery aneurysm (6.1*7.1), the orbit helical fill 3x8 coil (B)(4) was advanced via an echelon (mc) microcatheter, but the coil was found it was difficult to advance, then the coil system was withdrawn and changed to another orbit helical fill 2x6 coil (B)(4), but also found it was stretched during advance via mc. The second coil did not have difficulty advancing, and for both coils, no additional force or manipulation was used in an attempt to advance both devices. The device was changed to another one to complete the procedure through the same microcatheter since it was not damaged. There was no patient injury reported and the product will be returned for analysis. All the devices were prep per labeling instructions. After removal from the patient, the first coil system was removed without any damages (coil or delivery system-stretched, kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. A constant and dedicated heparinized saline source was utilized at all times. The microcatheter nor the guidewire were re-shaped. After the event, no other damages were noticed on the microcatheter/coil or delivery system (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15416131 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure of a 6.1x7.1 middle cerebral artery aneurysm, there was difficulty advancing the orbit helical fill 3x8 coil (637hf0308/ 15212394) via an echelon (mc) microcatheter. The coil system was withdrawn without any damages. It was exchanged for an orbit helical fill 2x6 coil (637hf0206/ 15416131), but this coil was found to be stretched during advancement via the mc. This device was removed with the coil still attached to the delivery system without any other damages. There was no difficulty advancing this second coil. No additional force or manipulation was used in an attempt to advance either device. The second coil was changed to another one to complete the procedure through the same microcatheter since it was not damaged. There was no patient injury reported. All the devices were prepped per labeling instructions. After removal from the patient, the first coil system was removed without any damages (coil or delivery system-stretched, kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. A constant and dedicated heparinized saline source was utilized at all times. The microcatheter and the guidewire were not re-shaped. After the event, no other damages were noticed on the microcatheter/coil or delivery system (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. (B)(4). A non-sterile orbit helical fill 2x6 was received coiled inside of a plastic bag. The hypotube of the orbit was inspected and several kinks were noted throughout the entire hypotube. The introducer was unzipped and in good condition. The support coil was partially outside the introducer and in good condition. The gripper and embolic coil were inside of the introducer; the gripper was in good condition while the embolic coil was stretched. Some waves were found on the device which appear to have occurred during the handling of the unit when this was returned for evaluation. The embolic coil and the gripper were inspected under microscope; the gripper was in good condition while the embolic coil was stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. The cause of the kinks found on the hypotube and the stretched condition of the coil could not be conclusively determined, however, neither the analysis nor the device history records indicate a relationship to the manufacturing process. The kinks appear to be handling related. It is possible that procedural factors and device interaction with the concomitant delivery catheter may have contributed; however, based on the available information no conclusion can be made. Additionally, inspections are in place to prevent these types of damages from leaving the facility. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.